Event description:
While the central station was in use monitoring pt alon with a mixed system (some telepacks, and some passport 2 monitors) at the bedsides, the central station displayed a blue screen and crashed. No pt injury was reported.